Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had failed to extend, failed to retract and the lead was dislodged while screwing. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning the lead, the helix was able to be extended/retracted, and the helix length was measured within specifications. The cause of the reported event was isolated to blood/tissue in the helix region.